Manufacturer narrative:
Original initial report was submitted as follow up in error.

Event description:
Revision surgery - implants removed due to an infection. No product was implanted during the revision; just removal of old implants.